Manufacturer narrative:
(B)(4). Born in (B)(6). (B)(4). Concomitant medical products: nexgen femoral component, catalog # 00575001501, lot # 63935041. Nexgen articular surface, catalog # 90597003012, lot # 63952182. Nexgen all poly patella, catalog # 00597206532, lot # 63940163. Foreign source- (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00190, 0001822565-2018-06037, 0002648920-2018-00793. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Remains implanted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty four months ago. Subsequently, the patient fell two months post op. The patient has had problems extending the knee fully and experiencing swelling and a delay of healing of the wound. There are no plans of a revision at this time. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the nexgen cr-flex and lps-flex gender solutions package insert, swelling and poor range of motion are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.